Manufacturer narrative:
D10 concomitant product: eeaxl21, eeaxl21 eea xl 21mm-4.8sgl use stapler, (lot number: p1h1062s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic radical proximal gastrectomy, at the time of esophagogastric anastomosis and vascular transection, poor staple formation was observed from the linear stapler. The device was replaced to resolve the issue. Poor staple formation was also observed from the circular stapler. It was also reported that the handle of the circular stapler was not fully squeezed and the anvil could not be tilted after firing. To resolve the issues, the staple line had to be resected and re-stapled using a new device.